Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause of the discordant troponin ultra patient results was due to the malfunction of pinch valve 2. The fse replaced the pinch valve which resolved the problem. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia centaur troponin ultra patient results were obtained on a patient sample. The results were reported and then questioned by the clinician. The sample was retested and a corrected report was issued. There is no known report of patient intervention or adverse health consequences due to the discordant troponin ultra results.